Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (delamination in the orientation dot) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient representative reported "no complaint against the device". Later healthcare professional reported "rupture and silicone extravasation". Patient representative later reported "implant had totally failed as well". This record is for the right side. Device was explanted.

Event description:
Patient representative reported "no complaint against the device". Later healthcare professional reported "rupture and silicone extravasation". Patient representative later reported "implant had totally failed as well". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continue section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.